Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, hv lead impedance, loss of capture and diaphragmatic stimulation was observed. Cardiac perforation was also noted. Lead was explanted and replaced successfully. Patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.